Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm

Manufacturer narrative:
Follow-up #1: date of submission 10/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: a review of the pump¿s black box revealed frequent low battery warnings and replace battery alarms. Due to this alarm, certain steps were unable to be performed and the original complaint was unable to be adequately investigated. Unrelated to the original complaint, the pump was powered on and emitted a cs 069 call service alarm immediately upon attempting a rewind step. The call service alarm was recorded in the black box data as a cs 087 failure, indicating a language file corruption due to a failed u39 component on the printed circuit board. (B)(4).